Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist and reported that there was no error in the instrument while they were performing testing. The cause of the discordant, falsely elevated tni-ultra results on three patient samples is unknown. Siemens healthcare diagnostics is investigating the issue.

Event description:
Discordant, falsely elevated cardiac troponin I (tni-ultra) results were obtained on three patient samples on an advia centaur cp instrument. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on the same instrument, resulting lower. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra results.

Manufacturer narrative:
The initial MDR 2432235-2016-00382 was filed on july 18, 2016. Additional information (07/20/2016): a siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse replaced the sewer pump, reagent compartment thermal electronics devices of reagent probes, wash ports, wash blocks, and valve blocks. The cse then performed precision testing, which was acceptable. The cause of the discordant, falsely elevated tni-ultra results on three patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.